Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report several no delivery alarms. The customer's blood glucose level was 500 mg/dl. The caller stated that the problem had been caused by an infusion set and site problem and the insulin pump was working as designed. The caller completed troubleshooting by disconnecting and reconnecting the tubing and reservoir and insulin exited and did not alarm no delivery. Caller was informed the device was working as designed and to call back if problems persisted. Nothing was replaced or returned.